Manufacturer narrative:
Concomitant medical products: product ID: 9733752, serial/lot #: (B)(4), ubd: unknown, UDI#:unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the flat emitter was replaced. The system then passed the system checkout and was found to be fully functional. Hardware analysis found the outer shell of the lemo connector was removed from the connector and the connector pins were bent. The emitter failed due to loose hardware. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the outer shell of the flat emitter lemo connector was pulled from the inner part. It was unknown how this happened. The procedure was completed using the navigation system and the side emitter. There was no reported impact to patient outcome. There was a reported delay to the procedure of five minutes due to this issue.